Manufacturer narrative:
Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the inner-needle was at a condition where the inner-needle was not being withdrawn to activate safety mechanism. The safety cover of the actual sample was verified. Based on our observation, no irregular findings to attribute defective moldings were found. The inner-needle was examined by withdrawing it from the catheter in a straight backward motion. As a result of verification, the safety cover was properly able to shield inner-needle tip as intended. The manufacture inspection record was traced back and reviewed for 2 and half years period. No mechanical malfunction was noted on accuracy in safety-cover inspection system. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not grasp at the junction of hub and tip of the safety mechanism to disconnect." And "to assure activation of safety mechanism; withdraw the inner needle with care while avoiding an extreme angle or rotating motion." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the safety cover did not properly activate shortly after pulling the device from patient's vascular system.